Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/02/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events recorded as ¿cs 054/ cs 052¿ slave communication failure alarms. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation. The test battery cap was able to fit the pump and maintain an electrical connection. No pump reboots were duplicated with the test battery cap. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. The initial complaint was verified in the history but could not be duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue despite battery changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.